Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the staff at the material reprocessing center identified a burned area at the base of the instrument's jaw, so it was removed from circulation. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found that failure analysis investigations replicated/confirmed the customer reported complaint "after the procedure, the staff at the material reprocessing center identified a burned area at the base of the instrument's jaw" failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage to the yaw pulley. The instrument was found to have charring and localized melting at the grip base on the outer surface on one bipolar yaw pulley near the conductor wire. The instrument passed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case. Common causes of the failure mode thermal damage instrument bipolar yaw pulley are typically attributed to are attributed to inadvertent energy application from a monopolar instrument. Additional observation related to the customer's complaint: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Potential fragments may be detached from the instrument. Although the conductor wire insulation was damaged, the internal wire was frayed but not fully broken. The instrument passed the electrical continuity test. Further inspection found thermal damage on the yaw pulley. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.